Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The disease was chronic total occlusion (cto). The 100% stenotic lesion was located in the severely tortuous and calcified mid left anterior descending artery. The physician experienced difficulty crossing the lesion with the 1.5x20mm apex push balloon, but managed to get the balloon across by "tapping". Then the physician inflated the balloon to 5 atms and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 1.5x20mm apex push balloon. Pt status is reported as "good". This device is only ous approved, but is similar to marketed us device.

Manufacturer narrative:
Eval: the complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.